Manufacturer narrative:
The subject device was not returned; however, two photos of the device were provided by the user facility. A review of the photos provided find for broken fasteners and a bent guide wire, which is consistent with the distal tip having seen significant force in use. It appears that the bent component contributed to a combination of factors that led to the broken fasteners deploying. Based on the available information, the reported problem experienced by the user was most likely due to forces applied to the device and is most reasonably determined to be associated with a user related root cause. The IFU precautions the user "care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh and / or tissue." A review of the manufacturing records was performed and found that the lot was manufactured to specification.

Event description:
As reported per the user facility: during a laparoscopic ventral repair, the first fastener of the optifix was broken and the surgeon could not fixate the mesh. The surgeon tried once again and another fastener was broken. He tried another and the instrument became blocked and the instrument could not be used anymore. The tacks came out curved or with complications and it was hard to provide the mesh fixation. The surgeon pulled the instrument out from the body and removed the fastener. The surgeon took another optifix with the same lot number and everything was fine. This was the surgeon's first use of the optifix. As reported, there was no impact or injury to the patient.